Event description:
It was reported that during his bundle lead placement there was injury to the right bundle branch resulting in right bundle branch block. The his bundle lead exhibited high thresholds and a back up right ventricular (rv) apical lead was placed. The right bundle branch block resolved one week post operation. The leads remain in use. The patient is a participant in (B)(6). No further patient complications have been reported as a result of this event.